Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was not receiving the correct amount of insulin from his insulin pump. The patient's blood glucose level was not recorded. The customer stated he is going to reset the insulin pump and call back. No further information was provided.